Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found that blood rarely flowed into the tube, due to insufficient negative pressure. This event occurred four times. The following information was provided by the initial reporter. The customer stated: "after the puncture was successful, when the end of the blood collection needle was inserted into the vacuum blood collection tube, it was found that blood rarely flowed into the tube. The test technician judged that it was caused by insufficient negative pressure, so he changed another vacuum blood collection tube of the same batch number to complete the blood collection process without removing the blood collection needle. The department reported that the problem of insufficient negative pressure in vacuum blood collection tubes has occurred frequently recently. After replacing the new batch number, there were 3-4 cases of vacuum blood collection tubes with the new batch number every day, which led to prolonged sampling time for patients. Some patients were involved in sampling it is only after the completion that the sample is found to be insufficient, and repeated sampling is required to cause suffering for the patient.".

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for low draw was observed. In addition, 20 retention samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for low draw based on the photos provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode." H3 : see h.10.